Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 31-mar-2024, it was reported that the patient went to emergency room. The patient also reported that she believed that the cause of her emergency room visit is due to an issue with her infusion set. No further information available.